Event description:
It was reported that after several attempts, the intended delivery volume of 20 ml continued to fall below the allowable range. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no anomalies. Event history logs showed no indication of device error. Functional testing was performed but the reported issue could not be replicated; delivery accuracy was within specification. The most probably root cause was determined to be user error/customer equipment/test method. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.